Event description:
It was reported that the ventilator was plugged in and charging in a storage closet. The battery charger had signs of overheating. The device was not connected to a pt when the reported problem occurred.